Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified red encapsulation and red particle materials on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of capsular contracture baker grade ii-iii, granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii, granuloma, lymphadenopathy.

Event description:
Physician reported "capsular contracture - baker grade ii-iii. In addition, surgery and pathology reports have identified three lymph nodes with stored amorphous transparent material with a histiocytic resorptive inflammation with foreign body reaction, compatible with silicon components. In addition, black pigmented foreign material, compatible with tattoo pigment, is also present in the lymph nodes. The histological material revealed no evidence of malignancy. Device has been explanted. This relates to the left side.''